Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a battery indicator failure on the monitor; there was no audible tone when the battery was failing, despite there being a message of "need to exchange battery" seen on the monitor. This was noticed before the battery had completely failed. There was no adverse event or patient harm reported.